Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, there was problem with the haptic. Additional information has been requested and received stating that the problem was described as straight haptic problem. There are five medical device reports associated with this report. This is 2 of 5.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.